Event description:
Procedure type: hernia. According to the reporter: the needle broke off from the jaw of the device while putting on a pledget outside the patient. The suture used was an 0 surgidac part. No injury, problem occurred outside the patient, hospital opened a second device. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).